Event description:
Multiple operators reported a trima accel kit failure during the collection of apheresis platelets. Dry blood splatter was visible in the centrifuge at the end of collection, leak detection alarm did not activate. Impacted lots (06w1128 and 06w1130) were quarantined and the vendor/supplier notified. Vendor (terumobct) reported that there was an "injection failure" identified in mid-(B)(6). The failure rate for kits increased approximately 7x from previous levels per the vendor. The corrective action for the injection molding failure was implemented in early (B)(6) per the vendor. Impacted lot numbers (06w1128, 06w1130 and 07w1102) manufactured prior to the injection molding correction were returned by the customer to the vendor and replacement trima accel kits were requested. Customer reported a total of (B)(4) kit failures from (B)(4) 2014 ((B)(4) procedures collected in same time frame with a combination of impacted and non-impacted lots). Customer completed unsuitable/faulty supply forms, completed donor adverse event forms, cleaned instruments and discarded components as potentially contaminated. 510(k) cleared, closed collection system for a blood product had a manufacturing defect in the injection molding process that created an open-system and potential for biohazard exposure.